Manufacturer narrative:
The samples were collected in lithium heparin plasma tubes. The customer centrifuges samples for six minutes at 3,000 rpm on the automation line. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse centrifuged both samples and had them re-analyzed. The fse obtained the same results as the customer. The fse performed a high sensitivity system check which passed within instrument specifications. The fse had the samples analyzed at another facility; results obtained for both samples were "negative". The fse re-centrifuged the samples, aliquoted and analyzed them from a 0.5ml sample cup; results obtained for both samples were "negative". A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding false positive total bhcg (tbhcg) results generated by the unicel dxi 800 access immunoassay system for one patient. The results were reported out of the lab and were questioned by the clinician. Subsequent testing on a second sample from the patient produced lower results within the normal reference range. The patient was redrawn due to the initial elevated bhcg results.